Event description:
Imp ref #(B)(4).

Manufacturer narrative:
The implant was 4mm proud anteriorly with the plates locked into the cage. The implant was removed successfully, without issue to the pt. Another plate was implanted and the fusion extended to an adjacent level.